Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes. However, these events are not viewable in the current consult transmission, which only includes the last 72 hours of stored data. Accessing the electrogram (egm) would require a prm interrogation. It was noted that performing three interrogations within a 48-hour period could potentially trigger safety mode. The patient was undergoing an ablation procedure on the day the sam episodes were recorded, making the procedure the suspected cause. However, the exact cause has not been confirmed at this time. The device remains in service, and no adverse effects on the patient were reported.